Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during an unknown procedure, the knife did not return at the firing on the bronchial tube. The manual override lever was used to release the device. The cartridge color was black. Another device was used to complete the case. There were no adverse consequences to the patient.